Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and a cracked case at the display window corner. No damage was noted on the display glass.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized and crack on her insulin pump. The customer's blood glucose level was 318 mg/dl. The troubleshooting was performed. The customer insulin pump crack was on the upper right corner and two cracks on the lower corner of the screen. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider per instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.